Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. Customer does not recall how they addressed their bg. The customer mentioned they passed out, fell, and broke their foot. The customer is a nurse, and they did not go to the hospital to address their low bg. As soon as their bg stabalized, the customer went to the hospital for the broken foot. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.